Event description:
Gyrus handpiece didn't cauterize effectively. All connections were checked and the device was plugged in a second time and again didn't cauterize effectively. A new handpiece was opened and attached to the cords and it functioned as expected.====================== manufacturer response for cutting foreceps 3000pk, 10mm, 33cm, pk technology======================manufacturer provided rga# for return evaluation.